Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger of the device did not move smoothly. Therefore, the reported condition that the device was not working properly was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the gear of the handpiece device had seized, the housing of the device was deformed/bent, the device failed the lid leak tightness test, the k-wire could not be inserted, moving parts of the device would not move smoothly, the device could not be assembled, the housing was cracked, there was component damage, the trigger of the device did not move smoothly, and the device would not run. It was further determined that the device failed pretest for leakage test, check the cannulation, check for free movement, check the roundness of the housing, check condition and function of the triggers. It was noted in the service order that pre-operatively it was observed that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.